Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a shoulder surgery. The patient feels limited range of motion due to pain and the patient's arm is very weak. The patient had a medication injected into the anterior shoulder. Surgeon states this is not related to the device, nor the surgical procedure.